Event description:
The pump was returned for investigation. Investigation revealed the pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the pump booted to the verify screen with dim pink contrast. The lens film had multiple scratches and was peeling from the top right and bottom right corner. (B)(6).